Event description:
It was reported that the right ventricular (rv) lead had dislodged due to the patient having twiddlers syndrome. Subsequently the lead was explanted, and new rv lead was successfully implanted. No additional patient adverse effects were reported. The lead is not expected to return for analysis.